Event description:
It was reported a stable patient presented in the emergency department after receiving a vibratory alert for right ventricular lead noise and multiple episodes of non-sustained right ventricular oversensing. The lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: the reported events of non-sustained right ventricular oversensing and noise were confirmed in the laboratory. A complete lead was returned for analysis. Visual and electrical examinations of the lead found clavicular crush at the middle region of the lead damaging the inner coil lumen, the ptfe liner and one superior vena cava etfe cable coating. External insulation abrasion was found at 23.5 ¿ 23.7 cm from the connector pin breaching the optim sheath only, consistent with friction to another device or feature of the patient anatomy. The lead insulation was intact in this region. The lead body was compressed at 25.5 -27.3 cm from the connector pin consistent with clavicular crush damage. The optim sheath was intact in this region. The cause of the reported events is consistent with clavicular crush.